Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and meshes were implanted on (B)(6) 2001 due to vaginal prolapse. It was reported that following insertion the patient experienced dyspareunia. It was reported that the patient underwent revision on (B)(6) 2002 due to vaginal mucosal tear. It was reported that the patient underwent revision on (B)(6) 2002 by due to genuine stress incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and 64) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).